Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer unit will not turn on. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in good condition. The investigator plugged in the device and turned it on. The device failed to turn on. The customer reported product problem was therefore confirmed. The product problem occurred because the power cable wire was loose at terminal strip. The problem source of the reported problem was unknown. A root cause was not established. The power cable wire was tightened. The device was then fitted with a temp-check. The measured temperature was 41.7 degrees. This value was within tolerance.